Event description:
This lead was implanted on (B)(6) 1997 and remains implanted at this time. It was noted there was lesion attached to lead on (B)(6) 2012. Lesion removed and patient being booked for lead extraction at london health sciences. The physician was dr. (B)(6) at (B)(6), canada. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).